Manufacturer narrative:
Carefusion complaint number: (B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. (B)(4). Results of investigation: carefusion's factory service department received the suspect component and verified the customer's reported issue. Visual inspection reveals pin 4 of ac adapter is burned. The suspect component was scrapped and a replacement was sent to the customer.

Event description:
The customer reported that there was damage to the ac adapter. There was no reported patient involvement.